Event description:
No additional event infomration to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3; h2; h3; h4; h6 visual examination of the returned product identified a failed weld between the handle body and strike plate. Impact marks are present on all sides of the handle body and strike plate. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the strike plate broke off the broach handle when removing the broach. There was no patient involvement. Attempts have been made and no further information is available.